Event description:
It was reported that the patient received several therapies which clinicians believe are due to inappropriate sensing due to lead fracture. Interrogation showed a sharp rise in pacing impedance, short v-v intervals, and noise morphologies. It was further reported that there was high impedance of 2400 ohms and that there was oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead in segments was returned and analyzed. The proximal conductor was noted to be fractured. Defib conductor distorted. Blood/body fluid was present on several conductors and in the outer tubing. Outer tubing overlay melted.